Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during the basic occlusion test and unable to prime during the prime test due to a faulty force sensor. The device had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 161 mg/dl. Advised insulin pump would be replaced. No additional information was provided.